Manufacturer narrative:
The information provided that the event date with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis on (B)(6) 2020 with duration of 10 hours. It was reported that the customer was treated with insulin drips (9 units per hour). It was reported that the customer declined troubleshooting. The insulin pump will not be returned for analysis.